Manufacturer narrative:
Results: used for catheter.

Event description:
It was reported that the catheter was noted to have a significant kink. A rotor study was performed and was normal. The pt stated that the pump has flipped several times. The pt elected to have the device removed.